Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other and gastrointestinal/pelvic floor. The patient reported they thought their device quit, clarifying that they had a return of symptoms and they had to go to the bathroom about every half hour to hour and a half. The stated they had the device implanted for bladder control. The initially stated that when they shut the device off they did not feel stimulation and it didn't work, but when they turned it on it worked. Therapy considerations and expectations were reviewed. The patient stated they met with manufacturer representative (rep) in july who told the patient there was nothing wrong with the device. The patient was able to sync using their patient programmer on the call and it showed stimulation was off. The patient initially stated on the call that the stimulation was at 4.0 and stated that it didn't do anything, but stated the stimulation was off. They decreased to 1.5 prior to turning on stimulation. They then increased to 5.7 on program 2 and stated they still could not feel anything. They later increased to 6.3 and still didn't feel anything. Patient reported they had tried multiple programs, but state they were still not feeling stimulation or getting therapy relief, they mentioned they had tried program 3 and various other programs. The patient reported a fall related to the issue. They stated they fell on their leg and that it was on the same side as their implant. They stated they did not fall on the implant. It was noted the fell about a month prior to report and they fell on their right side. They noted the implant was in the middle of their spine area. Caller was redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated the lead wire was disconnected since 2019, she had been trying to adjust it but it wasn't working, device was revised (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
See also manufacturer¿s report 3004209178-2019-17588 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the loss of stimulation was that the implanted stimulator quit working. They noted that they needed to know who ¿is the tech in this area¿. As a step taken to resolve the issue, the patient called their doctor and told them that ¿it doesn¿t work¿. The stated that ¿when I got to see what was wrong¿ the doctor told them that it needed to be replaced as it was 4 years old. There were no further complications reported or anticipated.